Manufacturer narrative:
The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, oversensing was observed on the ventricular channel. After the leads were implanted, it was noted that the ventricular channel was sensing the atrial signals. The physician repositioned the lead and reprogrammed the device but that did not resolve the oversensing. The ICD was removed and replaced, resolving the sensing anomaly. Patient was in stable condition after the procedure.